Event description:
The lap band was deflated. The surgeon had to take the pt back to surgery to remove it. Originally, it was placed five years ago. A year ago, the pt had a portion of the band replaced. Earlier this month, the band was replaced. The surgeon reports he has seen lap bands slip, but never deflate like this.